Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The customer reported that when they have been inserting the dhs lag screw, it has sheared off when inserting the screw due to the force.